Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices cont: addr01 ipg, implanted (B)(6) 2013 5554-45 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for impedance measurement. The lead remains in use. A new lead implant was planned. No patient complications have been reported as a result of this event.